Event description:
It was reported the patient missed/declined a refill "around 2 weeks ago" and was now in the emergency room (ER). An empty reservoir alarm was displayed on the pump logs. Logs showed reservoir volume of 0.0 ml and 44.3 ml was dispensed since last refill. The manufacturer representative believed the patient needed a pump refill. The patient did not have any symptoms including no withdrawal symptoms. The pump was refilled on (B)(6) 2015, and the patient resumed therapy at their normal dose. The patient was receiving effective therapy and the pump was working normally. The pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).